Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was in bipolar mode and the impedance was elevated, no measurable threshold or r-wave sensing was seen. The device was reprogrammed to unipolar sensing and stimulation amplitude to resolve the issue. The patient was stable.